Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump did not receive a low battery alert prior to the replace battery. The customer's blood glucose value was 8 mmol/l. The customer also reported that it was the second occurrence the insulin pump received the replace battery now without a low battery warning. The device will be returned for the analysis.

Manufacturer narrative:
(B)(4). The insulin pump had no unexpected power loss anomalies, low battery alerts, replace battery alerts, replace battery now alarms or power loss alarms during testing. The insulin pump passed the displacement test, sleep current measurement, active current measurement and selftest.